Event description:
It was reported to medtronic neurosurgery that the lumbar catheter was inserted under fluoro. After positioning and removing the stylet, the neurosurgeon noticed a hole half way down in the catheter. The catheter was removed and replaced with a new one. It was also reported that there were no patient complications.

Manufacturer narrative:
The returned catheter was patent. A small tear was observed 28.4 cm. From the distal flow holes. The tear caused the catheter to not meet requirements for the leakage test. The catheter met all requirements for the tensile strength and ultimate elongation tests. The instructions for use that accompany the device cautions that low tear strength is a characteristic of most unreinforced silicone elastomer materials, and that care must be taken with the handling and placement of the silicone elastomer catheter tubing to avoid cuts, nicks, or tears. It also cautions that to avoid transection of the lumbar catheter during catheter placement, the catheter should never be withdrawn through the tuohy needle. If the catheter needs to be withdrawn, the needle, guidewire and the catheter must be removed simultaneously. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4).